Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricle lead exhibited noise that was oversensed by the device and led to pacing inhibition. Additionally, a low r-wave amplitude was noted. Programming changes were discussed but not made. The patient was in stable condition.